Event description:
It was reported the lead is exhibiting increased thresholds and impedances. On (B)(6)2010, it was reported that prior to detection of the appropriate ventricular fibrillation therapy, the save to disk revealed that the lead had double counting of the t wave. T wave oversensing was noted. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the actual device was not received for evaluation, but performance data collected from the device was analyzed. The pace impedance continually increased from 632 on (B)(6)2006 to 1344 on (B)(6)2008. Technical services noted that the ventricular sensing integrity count of 18667 was likely caused by double counting t waves.